Manufacturer narrative:
The explanted lead will not be returned to bsc for analysis as it was discarded by the medical facility. It is indicated that the explanted lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient underwent an explant of their lead due to the lead moving and no longer receiving stimulation in the right areas.